Manufacturer narrative:
Date sent to the FDA: 04/08/2021. Additional b5 narrative: t was reported that the patient experienced recurrent incisional hernia, obstruction and bowel perforation following surgery.

Manufacturer narrative:
Date sent to FDA: 9/29/2020.

Manufacturer narrative:
Date sent to the FDA: 4/22/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted a small bowel present within the midline infraumbilical hernia which contained mesh and some adhesions. He then removed the failed mesh pieces and noting that some portions of the mesh were starting to dissolve and could not be removed. It was reported that the patient experienced severe pain, infections and inflammation. Other procedure is captured on a separate file. No additional information is provided.